Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) was performed. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the cam flex sensor. As a result, the cam flex sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited alarms, had a red screen and error code 41622. There was unknown patient involvement and unknown patient harm/adverse events reported.